Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, right after inserting, this swan-ganz catheter did not provide stable pulmonary artery pressure (pap) values, which gradually and continuously decreased. During six hours, zero calibration was needed every fifteen minutes to obtain correct pap values. The catheter position and signal quality were confirmed to be correct. The monitor cable was replaced without success. No error message was reported to have been displayed. The catheter was replaced, since an spontaneous wedge position could not have been confirmed, and the issue was solved. There was no allegation of patient injury; patient was not treated based on the unstable pap values.

Manufacturer narrative:
Corrected section h6 (investigation findings and investigation conclusions).

Manufacturer narrative:
Correction section d3 (manufacturer), g1 (contact office email address and mobile phone / manufacturing site for devices) added information to section d4 (lot number) updated section h6 (component code, type of investigation, investigation findings and investigation conclusions) the device was received for evaluation. Report of "inaccurate pap values" was unable to be confirmed. When running cco on hemosphere monitor, "fault: co-check thermal filament position" error message was shown and monitor stopped cco monitoring. The thermistor was found to read accurate when submerged into a 37.0 c water bath. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. Error in to value was observed from eeprom. Resistance value of thermal filament circuit was measured and the value was within specification. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. All through lumens passed the pressure test with laboratory dpt (disposable pressure transducer). The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Report of "inaccurate pap values" was unable to be confirmed during product evaluation. Internal controls are in place to avoid potential causes associated with the reported malfunction. Concerning the separate issue of an error message identified during the product evaluation, which is not related to the report of inaccurate values, it was determined that the root cause could be associated to the manufacturing process. Corrective actions are being implemented to eliminate the cause of the non-conformity and prevent recurrence of similar complaints. With respect to the error in to value identified during the product evaluation, also unrelated to the report of inaccurate values, no potential root cause could be identified.